Event description:
A customer contacted baxter's technical service center regarding feeling full and bloated during dwell 2/5. The fill volume was 2300ml with a tidal program. The tidal volume was programmed to 95%. The technical service rep (tsr) put the home pt into a manual drain and drained 3088ml. Home pt then felt empty and cramping. The home pt was using a stronger solution strength (4.25%) than usual and did a bypass of the initial drain. Tsr explained that the total ultrafiltration (uf) may be an issue when switching to stronger solution strengths as the home pt may have a larger uf and uf is a set amount so as not to drain the home pt fully due to tidal therapy program. During a follow up call, the nurse stated that the cause of the pt's symptoms was a large amount of solution pulled off by the stronger solution and the bypassing of the drain. The nurse could not provide further info regarding the event but stated it was resolved. There was no pt injury or medical intervention.

Manufacturer narrative:
(B) (4): the device was requested by baxter but the customer declined to make the device available for eval.